Manufacturer narrative:
The abbott field service engineer (fse) replaced and adjusted multiple service parts during the onsite troubleshooting of the analyzer. Diagnostic procedures were performed to check the fluidics system components and a system decontamination was performed. Subsequent precision studies performed were within the expected performance specifications. Since multiple troubleshooting steps and part replacements were performed, a specific cause for the discrepant result was not identified. There have been no subsequent contacts from the customer regarding discrepant results. Customer complaint data was reviewed and no systemic issues or adverse trends were identified. The architect system operations manual and the architect stat troponin-I reagent package insert were reviewed and were found to adequately address the issue. Based on the available information no product deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial positive architect stat troponin-I result was questioned by the physician. The sample was rerun on another analyzer and a negative result was generated. There was no report of impact to patient management.